Manufacturer narrative:
The device sample was received for eval. The results of the device sample eval and investigation are not available at the time of this report.

Event description:
The event is reported as: two size clamps were used in surgery. The clamps did not close uniformly or completely, therefore, allowed bleeding to occur. This caused the surgery to be prolonged since extra time had to be taken to stop the bleeding. No pt injury reported.